Event description:
One month after getting the essure, I began to get heavier bleeding periods, severe cramping, painful sexual intercourse with my husband, debilitating abdominal and back pain which causes me to miss work. I also began to experience excess hair loss, tooth loss (2-3), and frail nails. All these excruciating events have cost me great losses with jobs, social times, family time, has also caused me marital issues due to lack of interest in activities that I used to enjoy before. I also believe it has caused me some type of depression. I'm not able to engage in family activities like before. I am less active due to having to spend much time in bed. There are time that I feel something vibrate or pulsate inside me and it hurts. I have painful menstrual symptoms a week before, unusual and indescribable pain during my period, and more pain a week after my period ends.